Manufacturer narrative:
(B)(4). One (1) sample was received for evaluation. Failure mode was confirmed as received sample was broken. Device history record review could not be performed since no lot number were provided for evaluation. Most probable cause of failure mode reported could be related with material provided from the supplier. A scar to the supplier was issued. This failure mode will be entered into the complaint tracking system and tracked and trended for future occurrences of any similar failure modes.

Event description:
Medical specialties - broken two incidents were reported from (B)(6) hospital. One is a broken needle, the other is a belt needle (photos are available). We have not yet received the official written report from our distributor as of april 3. A sales representative of our distributor will visit the hospital next week, confirm the incident status and receive the complaint sample. Details of incident: under investigation incident date: under investigation lot number: under investigation sample photos requested by customer.  Additional information received 16apr2015 from the customer: the procedure was incomplete for the first needle, which bent, and the surgeon tried to use the second needle. On the second needle, the needle reached the bone but could not be removed and broke. The broken needle remained in the patient's body and had to be removed by the orthopedist. The patient stayed one day in the hp. The procedure was to collect tissue from the ilium. It was unknown whether the tissue was collected. Additional information received 17apr2015: tissue could not be collected.

Manufacturer narrative:
(B)(4). Follow up emdr will be submitted when investigation is complete.